Event description:
The pt used the suspect device to check blood glucose. Pt obtained a result of 155mg/dl. Pt dosed insulin based upon the result and a sliding scale. Two hours later pts' spouse found pt unconscious. Paramedics were called and their meter read 16mg/dl for pt's glucose level. Pt was given an IV and transported to the hosp. Control solutions were not used on the suspect device and test strips in use.